Manufacturer narrative:
(H3) the most likely underlying cause for the prosthesis wear and osteolysis reported may have been due to the position of the acetabular cups and edge loading, the use of a lateralized liners, off-label use from combining exactech acetabular components with another manufacturer¿s femoral components, and/or patient-related conditions. However, this cannot be confirmed because the components were not returned for evaluation and x-rays were not provided. In march, 2021, exactech received user mir reports from bfarm related to 4 cases reported by surgeons at (B)(6) hospital in germany for wear of the gxl polyethylene acetabula liner. Further investigation with the surgeons at westerstede revealed that they had 18 patients (11 unilateral and 7 bilateral), with 22 gxl liners that were exhibiting signs of wear potentially requiring revision. The following complaints were entered into the global complaint handling system to document the analyses of these cases and vigilance reporting report. The mechanisms of wear of polyethylene acetabular liners are clinically well known in total hip arthroplasty (tha). ¿conventional¿ uhmwpe has good mechanical properties but is inherently prone to wear. ¿highly¿ cross linking has helped with wear but increased risk of liner fractures when used with modern locking mechanisms, large heads, thinner liners. Cup malposition can further lead to edge loading/early fracture; thus, some companies chose to use ¿moderate¿ x linking of the polyethylene liner to optimize fracture resistance and improve wear properties. Exactech took this approach with the gxl moderately crosslinked acetabular liner. In a worldwide analysis of gxl failures, common characteristics revealed that components positioned with anteversion and/or abduction (often seen with anterior approaches) result in edge loading of the gxl liner. This is combination with large femoral heads with thinnest liner, and/or lateralized or face changing liners further increases the risk for wear of the gxl liner ( ~2.ox greater and ~2.5x greater, respectively). Westerstede hospital provided 18 sets of x-rays (11 unilateral hip/7 bilat) and clinical notes (de-identified) for all reported patients. Dr. Sharat kusuma received and analyzed all data in collaboration with the westerstede surgeons. The findings were as follows: average cup abduction on ap xray: 51° (range 45 65), 16/25 (64%) had evidence of edge loading, 16/25 (64%) were thin inlays/large femoral heads, 96% of cups were well fixed. In conclusion, it was determined that most of these are best treated with liner exchange; however, 2-3 patients may potentially require revision of entire construct (inlay + shell) due to loosening of the acetabular shell. The surgeons at (B)(6) hospital have determine that optimal treatment course for these patients is exchange of gxl to exactech¿s highly crosslinked xle liner. As the xle liner is not approved for use in germany, they are actively seeking special access approval/humanitarian use exemption from the germany authority, bfarm.

Manufacturer narrative:
D10. Concomitants: 4715653 130-32-51 - neutral liner group 1 32mm 4734771, 180-01-48 - crown cup cluster hole 48mm 4735692, 122-65-30 - mba 6.5mm screw 30mm 4844264, 188-00-01 - standard type 1 4854434 122-65-15 - mba 6.5mm screw 15mm 4924331, 170-32-00 - exact delta head 32mm, +0mm.

Event description:
It was reported from ous that the patient had a surgical revision procedure approximately 6 years, 2 months after initial left hip arthroplasty. X-rays showed clear decentrations of the prosthetic heads on both sided, unusually large osteolysis in the acetabulum as a sign of inlay wear. This was verified when the inlay was "changed" on (B)(6) 2024. There is no other information available.

Manufacturer narrative:
Correction: h3: a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information. H6: type of investigation, investigation conclusions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, x-rays and CT examination of the patient. One of them, a (B)(6) y/o female, was significantly increased for 3.5 years after implantation decentration of the head in the inlay and pronounced osteolysis in the bony interface of the metal socket as signs of significant inlay wear.